Event description:
Essure implanted in (B)(6) 2013. Hormonal changes and severe mood swings and pmdd-like symptoms begun immediately, but I associated the mood changes with having had given birth to my daughter in may the same year, thinking my body had changed. The chronic inflammation and pain began around 7-8 years later. I had thought I had an ovarian cyst, and was told it would go away on its own. A year later it had not, so I sought help with doctors. I went through another year of severe pelvic pain, lower back pain, throbbing, stabbing lower abdominal pain, and what felt like professional gaslighting from at least 5 doctors, including an obgyn, gastroenterologist, two family practice doctors, and an emergency room doctor. I had to have multiple tests, mris, invasive vaginal ultrasounds, and a colonoscopy before anyone would even consider the essure coils, though that is what I told them I thought it was. None of them listened, and it cause irreparable harm in the form of emotional distress, financial distress, and a loss of time and pto at work. Finally I was able to get my obgyn to agree to take them out. After rescheduling several appointments that extended my pain for another 2 months, I was able to have a bilateral salpingectomy to remove the tubes. The ob found that the left coil had perforated my fallopian tube, and was undoubtedly the cause of the severe pain and inflammation I had been experiencing. There was a small area of endometriosis in the cul-de-sac area as well, but it is unknown if the essure caused that. It's only been a month since I had them removed and no longer have the chronic stabbing pain. My mood swings are still an issue. I still have some pain in the lower left abdominal area and pelvic area/lower back, but it isn't excruciating or causing me to lose time at work, and may be related to endometriosis. People at work have said I look like an entirely different person since getting them removed. That is how much they have impacted the last couple years of my life. Refer to additional documents in i2k.